Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded for atrial high impedance. The physician believed that the lead came out of the header. It was noted that the pocket was "tight". The lead remains in use. No patient complications were reported as a result of this event.